Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) was 496 to over 500 mg/dl. As a result of customer's high bg, the paramedics were called and customer was transported to the hospital. Customer was subsequently admitted to the intensive care unit (ICU) with high ketones that a healthcare provider determined to be life threatening. Customer was treated with intravenous fluids of saline and insulin and was discharged from the hospital on (B)(6) 2024 with no permanent damage and the issue resolved. Reportedly, the customer reverted to an alternate form of insulin therapy.